Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flexible endoscopic grasping forceps could not be opened. The issue occurred during preparation before use for a therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, the cause for the broken connecting pin was very likely due to incorrect reprocessing. Furthermore, corrosion might weaken the material near the jaws, and it also increases the resistance during movement. This might cause a breakage of parts, for example of the connection pin. Regarding the corrosion, the following reasons can be possible: - an inappropriate cleaning agent is used. - the forceps are not completely dried. - moving parts are not lubricated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.